Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, while preparing for the case, the plunger was manipulated, however, the array failed to deploy. The procedure was completed with another leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, while preparing for the case, the plunger was manipulated, however, the array failed to deploy. The procedure was completed with another leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the array was extended. Functionally, the array was not able to be retracted into the handle since both the cannula and array moved when the plunger was activated. The device handle was separated and the connection between the cannula and the male luer cap was evaluated. The center of the male luer cap was found to be broken. The outer diameter of the cannula was measured and found to be outside the manufacturing specification. The condition of the returned incident device was consistent with the complaint that the array failed to retract into the cannula. During the evaluation, the cannula was found to be out of specification which led to the failure of the male luer cap. Therefore, the most probable root cause is supplier manufacture. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).